Manufacturer narrative:
As reported, there was complications deploying a 5f mynxgrip vascular closure device (vcd). The user did not shuttle down completely, and there was significant resistance when shuttling down. The device was removed from the patient with no further complications. Hemostasis was achieved through manual compression, which lasted less than 30 minutes. There was no reported patient injury. According to the account, the device was stored and prepped according to the IFU. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. No information was provided regarding the sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm, with no vessel tortuosity and little or no pvd/calcium at the puncture site. Unusual force was not applied when retracting the sheath, as the physician did not retract it due to the device not shuttling down. The physician did not reach the step of engaging or making the advancer tube visible, as the device was removed before that step. The reported event of ¿shuttle-shuttle advancement issue¿ could not be confirmed as the complaint device was not returned for analysis. The exact cause of the issues experienced by the customer could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the advancement issue however, it is possible that the advancement issue experienced could have been caused by the sealant swelling up prematurely or procedural sheath factors, both of which can cause resistance during the shuttle deployment step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis of the sterile devices, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, there was complications deploying a 5f mynxgrip vascular closure device (vcd). The user did not shuttle down completely, and there was significant resistance when shuttling down. The device was removed from the patient with no further complications. Hemostasis was achieved through manual compression, which lasted less than 30 minutes. There was no reported patient injury. According to the account, the device was stored and prepped according to the IFU. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. No information was provided regarding the sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm, with no vessel tortuosity and little or no pvd/calcium at the puncture site. Unusual force was not applied when retracting the sheath, as the physician did not retract it due to the device not shuttling down. The physician did not reach the step of engaging or making the advancer tube visible, as the device was removed before that step. The device is not being returned for evaluation because it was discarded.